Manufacturer narrative:
Corrected date: explant date. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a right ventricular lead that had increased thresholds and low impedance. An x-ray was performed, and it was noted that the lead had perforated the heart. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received on jun 3, 2019, indicates that the lead dislodged.